Event description:
During preventative maintenance of the device, the field service representative reported that the toggle switch boot was torn. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.